Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to the clinic with complaints of diaphragmatic stimulation. Device interrogation revealed non-capture and failure to sense. A chest x-ray was ordered and a dislodgement was confirmed. The device was reprogrammed vvir and the patient will be seen at a later date for further evaluation. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.